Event description:
It was reported that during a da vinci s hysterectomy procedure, the harmonic curved shears (hcs) insert accessory installed on the hcs instrument broke and fell into the patient. The insert accessory was retrieved and the procedure was successfully completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument accessory is returned for evaluation a follow-up MDR will be submitted.